Manufacturer narrative:
D4 (catalog & serial) has been updated. D3 (manufacturer fax) has been added as this omitted from the initial mw submitted. Ppae ( major bleed) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information. The following information was received: no product is available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 64-year-old male patient was admitted with acute mi, cardiogenic shock (cs). He was placed on ECMO and impella 5.5. Once the patient was on 5.5 support, ECMO was discontinued. Palliative care was consulted and it was determined that the patient was not a candidate for advanced cardiac care at this time. On (B)(6) 2025, the patient developed gi bleed however, no further information provided. The impella was weaned off on (B)(6) 2025 without incident.